Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily tortuous and 90% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion that was heavily calcified, heavily tortuous and 90% stenosed. A 3.50x28mm xience skypoint was attempted to cross the lesion; however, failed due to anatomy. During removal, resistance was noted with the anatomy. Another non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.